Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was the stimulation was set too high. There was no intervention and no patient injury.

Event description:
It was reported that a shocking or jolting sensation occurred. It was stated that these words weren't specifically used and that patient's implantable neurostimulator (ins) had been quite effective. It was reported that the patient had positional stimulation changes that he could address with his programmer but "he hadn't had said programmer for many months." It was stated that if he lay flat on his back, he got stimulation "like crazy down left leg but it was more of just an inconvenience." It was also stated that if he had his head at a certain angle he didn't feel the stimulation. It was noted that "the patient didn't make much of it besides being an inconvenience." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.